Event description:
It was reported that the patient underwent a spectra penile prosthesis (spp) replacement surgery due to impact. It has not been clarified what was meant with impact, despite of good faith efforts. The surgery went well.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported event. The product performed within specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the spectra cylinders were visually inspected, microscope examined and functionally tested. Both cylinders had sharp instrument/tool damage to the outer tube, which resulted a hole and tool marking in the front tip of cylinder. This damage is consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders passed the bend test. The cylinders therefore performed within specification. Product analysis was unable to identified device malfunction with the returned cylinders. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a spectra penile prosthesis (spp) replacement surgery due to impact. It has not been clarified what was meant with impact, despite of good faith efforts. The surgery went well.